Event description:
The duett pro sealing device was deployed following an interventional procedure via a 6 fr sheath in the right common femoral artery. Following the deployment, the pt experienced pain, diminished pulses and an arterial occlusion was confirmed. Treatment consisted of surgical intervention and anticoagulation therapy. The treatment was successful and the event was resolved. The pt remains hospitalized awaiting a coronary bypass surgery.